Event description:
The customer reported that on (B)(6) 2012 at 3:00 am, her blood glucose measured 201 mg/dl, which she corrected with a 2.55 unit insulin bolus. At 8:00 am her bg was 241 mg/dl and her breakfast contained about 40 grams of carbohydrate, so she took another bolus of 6.9 units. Later (time not reported) she measured her bg at 346 mg/dl and took a 3.8 unit bolus, at 11:30 her bg had reached 415 mg/dl, which she corrected with 4.15 units and then removed the device. She observed that the cannula had come out of the skin.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defects or deficiencies that would result in the cannula failing to insert correctly or the pump failing to deliver insulin were found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed or excluded through lab evaluation. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery." "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and, "test results greater than 250 mg/dl mean a high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.